Manufacturer narrative:
This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No response was received from the surgeon despite our repeated attempts of contacting for return of product and additional information by emails on 03/17/2009 and 03/24/2009.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Per email received from ra affiliate in 2009, the surgeon has responded to our questions and provided an operative report. However, this response is in german. Our ra affiliate has provided answers to our questions. The patient expired in 2009. No cause of death was given. The surgeon has indicated that the death was not edwards lifesciences device related. He also confirmed that the device has been discarded by the hospital and is not available for evaluation. The operative report does indicate an ats 29mm device was implanted in the mitral position, a carbomedica 21r was implanted in the aortic position and an iabp implantation. Patient expired 2 days post-op. No additional information is available. This is no longer a reportable event per edwards lifesciences procedures.